Event description:
Baxter in another country reports a minicap with insufficient betadine. The home patient (hp) reported that minicap had insufficient betadine as compared to other caps. The hp noted the package was sealed in the usual manner. This incident was noted both prior to and during use. No pt injury or medical intervention reported.